Event description:
End user called to complain that the device will not test its calibration. Trouble shooting by phone confirmed this. The device was replaced and the defective one returned for investigation.